Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer¿s blood glucose was unknown at the time of the incident. Customer reported that they had problem with insulin pump and were unable to fully rewind. The customer reported that they were unable to lock the reservoir in place. The insulin pump will be returned for analysis.